Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 95mg/dl, 73mg/dl. Tests were done within <10 mins with a difference of 22mg/dl. Pt did not experience any adverse events. No further info has been reported.